Event description:
During a routine hemodialysis treatment, a pt blood loss of approx 210 cc occurred. This event was not associated with a device malfunction or serious injury and is being reported solely to comply with the FDA's blood loss policy. A manual rinseback was attempted due to unrecoverable system alarms. The arterial line was dropped on the floor potentially contaminating the blood circuit. The rinseback attempt was therefore aborted resulting in the pt blood loss. No medical intervention was required.